Event description:
It was reported that, on (B)(6) 2026, during reprocessing, the duodenovideoscope tested positive for more than 100 colony forming units (cfus) of citrobacter freundii. The device was retested on (B)(6) 2026 and it tested positive for 24 (cfus) of citrobacter freundii. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information provided by the customer. Tests were taken on (B)(6) 2026 however, no positive result occurred until 04/03/(B)(6) 2026.

Manufacturer narrative:
This supplemental report is being submitted to make a correction to previously submitted b3 event date. Updated fields : b3, b5, h2, h4.